Event description:
A malfunction alarm was reported, identified by malfunction code 1, although no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, which was still under warranty. The customer was set to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address, instructed the customer to put the pump into storage mode, and provided a pre-paid label for returning the malfunctioning pump within 10 days, which the customer acknowledged and understood.